Event description:
It was reported to vyaire medical that the revel ventilator does not provide breath while on a patient. The patient was taken off and bagged with an ambu mask during transport. The customer confirmed that there is no patient harm asociated with this reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to confirm the reported issue. Unit passed bench testing. Passed 48 hours of extended run in at customer settings but failed the initial testing, however was corrected by cleaning the ventilator and reseating the modules. Additional problem found the unit will be due for a 3yr/15k pm (preventive maintenance) on jan, 2023. As a resolution, cleaned and reseating the modules. Performed 3yr/15k pm. Process the unit through service to insure proper functionality of the ventilator.